Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.1. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a hypoglycemic episode at home, during which her stepfather observed seizure-like activity, prompting a call to ems (emergency medical services). She reported recent episodes of high blood glucose prior to this event. Her insulin pump settings were adjusted by her nurse educator on thursday, (B)(6) 2025, though she is unsure which settings were changed. Since the adjustment, she has been experiencing recurrent hypoglycemia. The continuous glucose monitor was reading "lo", indicating less than 20 mg/dl. The patient attempted to treat at home with juice, soda, crackers, and glucose tablets. When ems arrived and checked the blood glucose level, it was up to 74 mg/dl. Upon arrival at the hospital, her glucose was in the 80s. While in the emergency room, she was treated with IV fluids and ginger ale when glucose levels began to trend downward again. Laboratory tests and bloodwork were performed, and she was discharged after a few hours of monitoring.